Event description:
It was reported to boston scientific in 2008, that after the first chilli ii catheter failed (see MDR 2953184-2008-00044) a second catheter appeared to have a twisted distal section and it was unable to deflect. One week later, the device was received and analyzed at boston scientific. During investigation while deflecting the catheter, the center support broke and poked through the shaft of the catheter. Therefore, this complaint is now considered a reportable event, as this failure may have occurred during the procedure and may potentially cause an injury to the patient.

Manufacturer narrative:
Device is currently being evaluated. Follow-up report will be submitted, once investigation is completed.